Event description:
The patient experienced a surging sensation for the past ¿couple months¿. There was no known accident or incident related to the event. The patient was in the clinic and the current impedance measurements were normal, 861-1453 ohms. When the group impedances were tested, the patient felt a surge. A3 was not used by the patient much and was on a very low level. Both groups were in the 1,500 ohms range. The leads were placed for peripheral nerve stimulation (pns). A1: 0-,3+, 3.6v, 450pw, 25hz. Group impedance: 1052 ohms, 3.4535 ua a2: 4-7+, 3.0v, 440 pw, 25hz, group impedance: 1583 ohms, 1.936 ua a3: 8-, 11+, 0.5v, 450 pw, 25hz, group impedance: 1529 ohms, .335 ua it was noted that the patient programmer was not able to adjust stimulation and displayed a ¿call your doctor¿ icon with a 006 condition. The cause of 006 and how to clear it was reviewed which resolved this issue. It was reported on (B)(6) 2013 that the patient was referred for an x-ray and she will follow-up with her doctor when the x-rays are done. No malfunctions of the device was found but this is an off-label use of the device so it was difficult to figure out why she was having the surges. It could be from placement of the electrodes right below the surface of the skin. After the device was reprogrammed she reported no more surges. After the x-ray the doctor will perform a revision if necessary.

Manufacturer narrative:
Concomitant products: product ID 3708240, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3888-33, lot # v123228, implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3888-33, lot # v123228, implanted: (B)(6) 2008, product type lead; product ID 3888-33, lot # v123228, implanted: (B)(6) 2008, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3888-33, lot # v123228, implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).